Event description:
High right ventricular pacing lead impedance detected on (B)(6) 2012 00:00. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).